Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient called to see if he could have an MRI. The MRI was of the patient's neck and back, he said it is not related to the device or therapy and that he has a back problem. The patient had a lot of pain near the ins. When the patient touched it or slept he was feeling pressure and pain. The pain near the ins started since implant (B)(6)-2012. The patient had to change the batteries in his programmer every two weeks. The patient gets the `good batteries. The patient noted that the device was not working, he was not emptying his bladder. The stimulator had never worked since day one (implant) (B)(6)-2012. The patient was reprogrammed about 6 months ago and given four programs. The patient had an xray about 6 months ago and was told that the lead was in the wrong place. The physician said he was going to take the stimulator out but had done nothing to this point. Additional information received on 2013-(B)(4) noted that regarding the cause of the event: not sure of pain, no knowledge of appliance malfunction. There were no abnormal impedance measurements. It was noted that this reporter planned to attempt to reach patient and schedule a follow up. Regarding if hospitalization was required it was noted "no" and "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that compatibility guidelines were requested for the following: MRI. The area to be scanned was the back. Two weeks ago the patient had neck MRI. According to patient, mris were not related to implant. The patient noted never having therapeutic effect. 'From day one it hasn't worked'. The patient changed doctor. Last year a manufacturer's representative met with patient and noted that x-rays should be done on the device-- the representative said that it was in the wrong place. The doctor had been discussing removal of the implant with the patient considering the lack of therapeutic effect. It was also reported that compatibility guidelines were requested for the following: MRI. The area to be scanned was the l-spine. Lumbar and thoracic was needed. Had one for neck.

Manufacturer narrative:
Concomitant: product ID 3037, (B)(4), product type programmer, patient product ID 3 889-28, lot# v858291, implanted: 2012-(B)(6), product type lead, product ID 3889-28, lot# v858291, implanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient never had therapeutic effect. The patient noted it never worked. The battery went dead after 8 or 9 months. The patient was getting it removed on the 18th. The patient wanted to know how to turn off the ins for surgery on the 18th to have the device removed. Patient noted: "from day one this thing does not work". The patient was having it removed and not replaced.